Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached properly. Per reporter, the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint that cassette was not attached properly. There were no services previously reported. Log events were reviewed, and complaint was confirmed. Functional testing was performed. Device failed downstream occlusion test. Would not start infusion, alarmed: remove cassette attached, remove cassette. Found the downstream occlusion (dso) sensor was damaged. Dso, dso seal, dso bezel were replaced. Additionally, replaced latch and flex sensor circuit. Device passed all testing post repair.